Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the chest was closed after device implant; however, prior to discharge to the ICU, the patient developed complications secondary to an aortic dissection. The patient¿s aorta was reconstructed, and the patient was admitted to the intensive care unit. The surgeon reported that the pump power and flow estimation values were elevated, and made the decision to exchange the pump. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the reported pump power elevations could not be conclusively determined. The submitted system controller log file captured a few low flow hazard alarm events, but did not record any elevated pump power values. Aside from the few low flow events, the captured pump power and estimated flow values appeared normal with values ranging from 3.5-6.6 watts and 2.9-9.6 lpm, respectively. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned device, examination of the pump blood contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.